Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. Additionally, there was found to be a broken optical cover glass. Based on the results of the investigation, it is likely that the following led to the malfunction: fracture problem. A device history record review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the camera head had a grainy image. The issue occurred during reprocessing and there was no patient involvement.